Manufacturer narrative:
UDI -(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve with right angle reservoir was blocked after implantation and the device was revised. The valve was implanted to the patient via a v-p shunt because of secondary normal pressure hydrocephalus. The pressure setting was 10cmh2o, but it was reported that there was no improvement with ventricular enlargement. The pressure setting was changed to 7cmh2o, but the hydrocephalus did not improve. Obstruction was suspected. Contrast media was not poured, but pumping was smoothly, so it was not total occlusion. The revision surgery was performed. The surgeon commented that the tip of the catheter was not occlusion, so probably blood components interfered with a duct. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks found. The catheter was irrigated, no occlusions noted. The valve was reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; the valve passed the test. A review of manufacturing records found the device conformed to specification when released to stock. No root cause could be determined; as no functional problem was noted with the valve. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.